Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized on (B)(6) 2012 due to a low blood glucose level of 19 mg/dl. His low blood glucose level was caused by air bubbles in the reservoir. The device was not returned.